Manufacturer narrative:
Submit date: 02/10/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Cit was reported to covidien on 01/25/2017 that an issue occurred with an enteral feeding pump. Customer reports the unit over/under delivers.

Manufacturer narrative:
An evaluation of the (B)(6) pump was performed for the reported condition of under/over deliver ¿ outside accurate limit the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.